Manufacturer narrative:
Lot # corrected. Product evaluation: failure analysis for fiber 0010-2400-442a-(B)(4): the glass cap exhibits a circumferential fracture at proximal side of fiber/glass cap fusion zone; the fiber proximal to fracture can rotate independently of outer flow tubing; the metal cap is detached and returned; the glass cap is detached and not returned; the glass cap exhibits mild devitrification; the metal cap exhibits severe charred detritus adhesion on surface, and indications of slight melting on output window; the outer flow tubing exhibits moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, the "tip of laser came off." The procedure was completed utilizing a second fiber. There was no injury to patient reported.